Manufacturer narrative:
Problem of carrier would not retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03324 pertains to the other device. It was reported to boston scientific corporation that a capio slim device was used during a sacro spinal fixation procedure performed on (B)(6) 2015. According to the complainant, during preparation and outside the patient, the physician test fired the capio slim and the needle carrier got stuck in the capio cage. A second capio slim was used and the exact device malfunction happened. The procedure was completed using a third capio slim. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio slim device confirmed the cage was damaged. It is possible the damage found could have contributed to the alleged failure of carrier unable to retract. The carrier was actuated three times and it extended and retracted within specifications. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. Since the event occurred outside the patient and during preparation, the assigned root cause for this event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03324 pertains to the other device. It was reported to boston scientific corporation that a capio slim device was used during a sacro spinal fixation procedure performed on (B)(6) 2015. According to the complainant, during preparation and outside the patient, the physician test fired the capio slim and the needle carrier got stuck in the capio cage. A second capio slim was used and the exact device malfunction happened. The procedure was completed using a third capio slim. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.